Manufacturer narrative:
This report is submitted on march 20, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced pain at the implant site and was treated with steroid injections (date not reported). Subsequently the patient underwent revision surgery on (B)(6) 2017, to replace the magnet with an abutment.